Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update rec'd (B)(6) 2014 - the complaint has been updated because it was reported that the patient's right hip failed was revised on (B)(6) 2014. The sales rep was not able to provide any information as to the exact nature of the failure. Part/lot information were provided. Update (B)(6) 2015-(B)(6)and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions no labs were provided.

Manufacturer narrative:
Update rec'd 05/20/2014 - the complaint has been updated because it was reported that the patient's right hip failed was revised on (B)(6) 2014. The sales rep was not able to provide any information as to the exact nature of the failure. Part/lot information were provided. Doi: (B)(6) 2008 - dor: dor (B)(6) 2014 (right hip). The devices associated with this report were not returned. Per wi-3430, a review of the device history records is no longer required for the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to previous allegations, ppf alleges metallosis.